Event description:
Related manufacturer reference number: 2017865-2022-04677. New information received notes that the patient exhibited a recurrence of post-paced t-wave over-sensing attributed to their implantable cardioverter defibrillator and right ventricular lead. No programming changes were made following the previous intervention. The patient was stable.